Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not charged and patient states stimulation wasn¿t helping with pain so she wanted it explanted. The device was explanted on (B)(6) 2022. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.